Manufacturer narrative:
The unit was sent to the factory for repair. There the shorted compressor and condenser fan motor were replaced. A full preventive maintenance, a functional test and a safety check as per the service manual was successfully performed. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
(B)(4).

Manufacturer narrative:
(B)(6) 2016 10:38 am (gmt-5:00) added by(B)(6) ((B)(4)): maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). A maquet field service technician was on site and investigated the unit. The technician troubleshot the device and found the unit alarming with the error codes 1008, 3008, 1064, 3064 and displaying a yellow triangle. No voltages at j1 and j3 were found on the power supply board. The unit would start up and when the compressor and fan kicks in a loud screaching noise could be heard and the power supply fuse would blow. The unit was sent to factory for further repair. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
(B)(6) 2016 10:26 am (gmt-5:00) added by (B)(6) ((B)(4)): it was reported that the hcu30 displayed a triangle symbol and continued alarming. (B)(4).